Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a formal complaint was received at boston scientific¿s legal department on (B)(6) 2015. There were no allegations against the device¿s operation or functionality. The complaint alleges that the anesthesiologist and boston scientific local representative failed to provide the standard of care in accordance with accepted medical practices at the time of the implant procedure in (B)(6) 2013. As a result, the patient was caused permanent injury and serious disability. The specific nature of the patient¿s injuries and disabilities were not disclosed. The available information suggests that this device remains in-service.

Manufacturer narrative:
The local representative verified that a normal device implant and defibrillation threshold (dft) test was performed in this patient. Following the dft test, the patient's condition decompensated which was addressed by the medical staff. There were no allegations against the device function and the device is currently functioning normally. No information has been uploaded from the device at this point and no intervention is being planned for this patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a conference call from in-house attorneys and outside council with the local representative. The local representative reported that at the implant procedure during induction testing, the device detected the induced ventricular fibrillation (vf) and delivered a 21 joule shock which failed to terminate the arrhythmia. A 31 joule shock was delivered which successfully terminated the arrhythmia followed by an apace-vpace rhythm. The patient was asense-vsense prior to induction testing. The local representative felt that any change in the patient condition would be dealt with by the medical staff. The device performed as designed and programmed. The local representative felt that the patient may have developed pulseless electrical stimulation (pes) . The change in the patient's condition was noticed by the anesthesia staff who then went into rescue intervention. Ts discussed the device's logbook storage and the amount of electrograms likely available for viewing (approximately 30 seconds post-shock). The shock event will be designated as highest priority and is likely stored in device memory. The patient is being followed by a different cardiologist and the local representative can arrange for a save-to-disk and memory upload. The patient is enrolled in the latitude but has not connected the communicator. The local representative plans to call the health care professional (hcp) who will contact the patient to arrange a data upload from the communicator. Ts discussed that there isn't other data that will help with the situation. The electrogram is really the only data recorded in this situation.